Event description:
It was reported that the patient suffered "fits" and vomited when on an airplane. The patient then suffered a syncopal episode while shopping, and was admitted to the hospital. There was no telemetry signal and the device could not be interrogated. The device was explanted. No further patient complications have been reported as a result of this event.